Event description:
It was reported that after an unspecified procedure, where the puncture site was the rt cfa, the starclose device did not disengage and got stuck. The device was pulled out aggressively by the physician and hemostasis was achieved by manual compression. The patient was fine following the procedure. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.